Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Pump received with keypad overlay texture damage and cracked select button keypad overlay during the visual inspection. Thus software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No ¿no delivery alarm¿ during testing. All buttons function properly. No stuck key alarm found in the daily history. The pump recognize the test battery properly during testing. Pump programmed multiple low reservoir alarms and no reservoir alarm and all alarmed properly. Pump received with normal operating currents. No unexpected failed batt test alarm or battery error/alerts during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on 03/11/2023 at 00:39:00.000, insert battery alarm on 03/11/2023 at 00:41:02.000, failed batt/battery failed alarm 01/12/2023 at 19:14:12.000. Two no delivery alarms after estimate zero in the pump history on 03/29/2023 at 23:38:00.000 and 23:42:00.000 during basal delivery. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The j1 connector on pcba 1 was locked properly during visual inspection. Customer alleged not confirmed for buttons are hard to push, doesn't alert when out of insulin, no delivery/insulin flow blocks alarm, and rejects brand new batteries. Cosmetic damage was confirmed at select button keypad overlay. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated description: the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that buttons harder to push, doesn't alert when insulin is out, unexplained insulin flow blocked alarms, cracks in buttons, rejects brand new batteries. No harm requiring medical intervention was reported. Troubleshooting was not performed. It was unknown whether the customer will continue or  discontinue the use of the device. The product will not be returned for failure analysis.